Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) #3 had a recoverable error. Technical support engineer (tse) checked logs and found error 32100 pointing to usm3 (acm) and restarted the system multiple times and also exercised the arm. Tse advised about the option to perform the procedure with 3 arms but caller was unsure what surgeon will do and was not able to provide further info on procedure. Field service engineer (fse) to follow up. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error 32100 was triggered, replicating the reported event. The usm was then installed onto a pftp where fault check was found to be failing for the acm. Once testing was completed, the acm board was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the acm board was found to be the root cause of the reported event.